Manufacturer narrative:
H2) device evaluation: d9 updated. H3, h6: the hand switch was returned to the manufacturer for analysis. Analysis found that the hand switch was installed into a test imaging system. The system booted and readied. When actuated, the 2d button will not acquire an image. 3d and store button were functioning as expected when pressed. It was a faulty hand switch. Analysis found that the reported event was related to a electrical issue. B01, c02, d02 are applicable. H2) correction: additional codes img code corrected to g02034. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: -, ubd: , UDI#: h3, h6: system service was completed in the field and the x-ray hand switch was replaced. The system wouldn't shoot an x-ray. The foot switch was tested and worked fine. B01, c13, and d02 are applicable. H3, h6: no products have been received by the manufacturer for analysis. B17, c20, and d15 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system during a procedure. It was reported that the imaging system does not want to make 2d exposure in the anterior posterior (ap) position. There was less than an hour delay in surgery. There was no impact on patient outcome. No troubleshooting performed. A different system was used to complete the procedure. One person was in the room at the time of the event. The type of procedure was a l5-s1 spinal fusion.